Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and it was identified that the instrument¿s proximal clevis dislodged from the main tube.

Event description:
It was reported that during a da vinci-assisted the tip up fenestrated grasper instrument broke above the wrist while inserting it inside the patient. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.